Manufacturer narrative:
The reported issue was confirmed. The root cause of the red screen was determined to be a failed isolation circuit card in the card cage. Upon inserting test cards, the control panel booted to a normal screen. The device was evaluated and the red screen was confirmed upon powering up the device. No repairs made as customer declined repairs. Missing retaining bolt stud left side of shell in the middle leaving an open hole. Hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. A failed power supply circuit card also contributed to the reported issue. No repairs made as customer declined repairs. The device did not meet specifications, and was influenced by the reported failure. It was unknown if there was patient involvement on the device. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was booting to a red screen, biomed had tried reseating the circuit boards and connectors but the issue had not been resolved. The device would be coming in for an assessment. Per investigator notification received on 10jul2023, it was reported that the missing retaining bolt stud left side of shell in the middle leaving an open hole. Hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was booting to a red screen, biomed had tried reseating the circuit boards and connectors but the issue had not been resolved. The device would be coming in for an assessment.